Manufacturer narrative:
Concomitant medical products: merit medical big 60 inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved determined there was a crack in the catheter. During our evaluation of the device the product was returned with the stylet wire. During a functional test, a 60 cc syringe was filled with water and put into an inflation device. The syringe was attached to the device and the balloon could not be inflated. While trying to inflate the balloon, leakage was observed coming from the catheter. During a visual examination of the returned device, a crack and a bend in the catheter was observed. The crack was located at 55.6 cm from the distal end of the proximal hub, while the bend was 54.4 cm from the distal end of the proximal hub. No portion of the catheter appeared to be missing. Due to the condition of the device, a functional test on the balloon material was unable to be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. A possible contributing factor to device damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage in the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon would not inflate. On 12/14/2016, the device was returned for evaluation. The catheter of the device was found to be cracked at the patient end.